Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) implant procedure noise was oversensed on the right ventricular (rv) lead. It was suspected that the noise was due to air bubbles, and the sensitivity on the rv lead was reprogrammed. The physician will continue to monitor. This ICD system remains in service. No adverse patient effects were reported.